Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. The sales rep met with the pt and observed invalid impedance on two contacts. The rep attempted to reprogram the pt, but was unable to achieve adequate stimulation using the remaining contacts. On (B)(6) 2010, it was reported that the pt had fallen 3 times and her leads subsequently migrated. The leads were explanted on (B)(6) 2010.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.